Manufacturer narrative:
The device could not be tested since it was seized. Internal components were evaluated which revealed the presence of corrosion within the device.

Event description:
Customer stated that the device overheated during setup. There was no pt involvement and no adverse consequences alleged with this event.